Manufacturer narrative:
Philips service replaced the mvr high power board and performed successful functional tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arc movement intermittently blocked; mvr spc8 board replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.